Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ right essure was broken'), device expulsion ('migration of essure device location of device: myometrium/ migration of essure device location of device: uterus'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), surgery ('multiple surgeries') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, back pain, hand pain, migraine, tendonitis, conjunctivitis, flank pain, cholecystitis, gallstones, gallbladder removal, stomach pain, stomach pain, abdominal pain, epigastric pain, vomiting, abdominal discomfort, leukocytosis, gastritis, constipation, allergic rhinitis, sciatica, anxiety disorder, vaginal candida, vaginal itching, bloating, belching, nasal congestion, upper respiratory tract infection, pharyngitis, c-section and augmentation mammoplasty. Previously administered products included for an unreported indication: zaditor, amidrine, celexa, antibiotics and percocet. Concurrent conditions included diarrhea, seasonal allergy, itchy eyes, childhood asthma, cervical dysplasia, pulmonary tb, twin pregnancy, flank pain, psychiatric disorder nos, liver disorder, flank pain, kidney stone, painful urination, headache, sneezing, sore throat, paratubal cyst, presbyopia, hyperopia, rectal bleeding, nausea, inflammatory bowel disease, stools watery, bacterial vaginosis, cramp in lower abdomen, rash, allergic reaction, irritable colon, calculus of kidney, dysfunctional uterine bleeding, mastodynia, fatigue, weight loss, joint pain, sweating, nervousness, thyroid disorder, thrombosis, nabothian cyst and gerd. Family history included arthritis (mother). Concomitant products included analgesics, beta-lactamase sensitive penicillins, caffeine;paracetamol (excedrin), ciprofloxacin (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenamide;isometheptene;paracetamol (epidrin) from (B)(6) 2009 to (B)(6) 2010, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), diphenhydramine, diphenhydramine hydrochloride, erythromycin, esomeprazole magnesium, esomeprazole from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2008 to (B)(6) 2017, fluticasone propionate (flonase), fluticasone from (B)(6) 2010 to (B)(6) 2017, folic acid, hydromorphone, hyoscyamine from (B)(6) 2011 to (B)(6) 2011, ibuprofen, ketorolac tromethamine (toradol), ketotifen, levonorgestrel (mirena) since (B)(6) 2016, metronidazole (flagyl), midazolam, olopatadine, olopatadine hydrochloride (patanol) from (B)(6) 2010 to (B)(6) 2011, omeprazole, ondansetron (zofran), oxycodone, pantoprazole (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sumatriptan from (B)(6) 2011 to (B)(6) 2012, tamsulosin hydrochloride (flomax) from (B)(6) 2017 to (B)(6) 2018, tamsulosin from (B)(6) 2011 to (B)(6) 2017 and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 23 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hystrectomy(full) and surgeries on (B)(6) 2018). Essure was removed on (B)(6) 2019. In (B)(6) 2018, the genital haemorrhage and pelvic pain had resolved. At the time of the report, the device breakage, device expulsion, uterine perforation, fallopian tube perforation, surgery, vaginal haemorrhage, anxiety and depression outcome was unknown and the abdominal pain, allergy to metals, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, surgery, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2009. As per mr active problem-twins pregnancy- (B)(6) 2010 / (B)(6) 2018. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, allergy, breakage, migration, vaginal infection, vaginal. Discharge. Discrepancy noted in iud removal date and additional surgery salpingectomy (biateral) date. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: triangular calcification projecting over the right renal bed is no longer seen. Computerised tomogram head - on (B)(6) 2011: no abnormality seen as noted above.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: the micro-insert device in the right appears to be in satisfactory position; on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event uterine perforation, fallopian tube perforation, bladder problems, urinary problems were added. On 19-may-2020: no new clinical information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: myometrium/ migration of essure device location of device: uterus') and device breakage ('device breakage/ right essure was broken') in a 35-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, back pain, hand pain, migraine, tendonitis, conjunctivitis, flank pain, cholecystitis, gallstones, gallbladder removal, stomach pain, stomach pain, abdominal pain, epigastric pain, vomiting, abdominal discomfort, leukocytosis, gastritis, constipation, allergic rhinitis, sciatica, anxiety disorder, vaginal candida, vaginal itching, bloating, belching, nasal congestion, upper respiratory tract infection, pharyngitis, c-section and augmentation mammoplasty. Previously administered products included for an unreported indication: zaditor, amidrine, celexa, antibiotics and percocet. Concurrent conditions included diarrhea, seasonal allergy, itchy eyes, childhood asthma, cervical dysplasia, pulmonary tb, twin pregnancy, flank pain, psychiatric disorder nos, liver disorder, flank pain, kidney stone, painful urination, headache, sneezing, sore throat, paratubal cyst, presbyopia, hyperopia, rectal bleeding, nausea, inflammatory bowel disease, stools watery, bacterial vaginosis, cramp in lower abdomen, rash, allergic reaction, irritable colon, calculus of kidney, dysfunctional uterine bleeding, mastodynia, fatigue, weight loss, joint pain, sweating, nervousness, thyroid disorder, thrombosis, nabothian cyst and gerd. Family history included arthritis (mother). Concomitant products included analgesics, beta-lactamase sensitive penicillins, caffeine;paracetamol (excedrin), ciprofloxacin (cipro), codeine phosphate; paracetamol (tylenol with codeine no.3), diclofenamide;isometheptene;paracetamol (epidrin) from (B)(6) 2009 to (B)(6) 2010, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), diphenhydramine, diphenhydramine hydrochloride, erythromycin, esomeprazole magnesium, esomeprazole from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol; ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2008 to (B)(6) 2017, fluticasone propionate (flonase), fluticasone from (B)(6) 2010 to (B)(6) 2017, folic acid, hydromorphone, hyoscyamine from (B)(6) 2011 to (B)(6) 2011, ibuprofen, ketorolac tromethamine (toradol), ketotifen, levonorgestrel (mirena) since january 2016, metronidazole (flagyl), midazolam, olopatadine, olopatadine hydrochloride (patanol) from (B)(6) 2010 to (B)(6) 2011, omeprazole, ondansetron (zofran), oxycodone, pantoprazole (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sumatriptan from (B)(6) 2011 to (B)(6) 2012, tamsulosin hydrochloride (flomax) from (B)(6) 2017 to(B)(6) 2018, tamsulosin from (B)(6) 2011 to (B)(6) 2017 and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, pelvic pain, anxiety, depression, menorrhagia, vaginal haemorrhage, vaginal infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2009. As per mr active problem-twins pregnancy: (B)(6) 2010 / (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2011: triangular calcification projecting over the right renal bed is no longer seen.. Computerised tomogram head on (B)(6) 2011: no abnormality seen as noted above.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: the micro-insert device in the right appears to be in satisfactory position; on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, depression, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ right essure was broken'), device expulsion ('migration of essure device location of device: myometrium/ migration of essure device location of device: uterus'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation'), surgery ('multiple surgeries') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, back pain, hand pain, migraine, tendonitis, conjunctivitis, flank pain, cholecystitis, gallstones, gallbladder removal, stomach pain, stomach pain, abdominal pain, epigastric pain, vomiting, abdominal discomfort, leukocytosis, gastritis, constipation, allergic rhinitis, sciatica, anxiety disorder, vaginal candida, vaginal itching, bloating, belching, nasal congestion, upper respiratory tract infection, pharyngitis, c-section and augmentation mammoplasty. Previously administered products included for an unreported indication: zaditor, amidrine, celexa, antibiotics and percocet. Concurrent conditions included diarrhea, seasonal allergy, itchy eyes, childhood asthma, cervical dysplasia, pulmonary tb, twin pregnancy, flank pain, psychiatric disorder nos, liver disorder, flank pain, kidney stone, painful urination, headache, sneezing, sore throat, paratubal cyst, presbyopia, hyperopia, rectal bleeding, nausea, inflammatory bowel disease, stools watery, bacterial vaginosis, cramp in lower abdomen, rash, allergic reaction, irritable colon, calculus of kidney, dysfunctional uterine bleeding, mastodynia, fatigue, weight loss, joint pain, sweating, nervousness, thyroid disorder, thrombosis, nabothian cyst and gerd. Family history included arthritis (mother). Concomitant products included analgesics, beta-lactamase sensitive penicillins, caffeine;paracetamol (excedrin), ciprofloxacin (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenamide;isometheptene;paracetamol (epidrin) from (B)(6) 2009 to (B)(6) 2010, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), diphenhydramine, diphenhydramine hydrochloride, erythromycin, esomeprazole magnesium, esomeprazole from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2008 to (B)(6) 2017, fluticasone propionate (flonase), fluticasone from (B)(6) 2010 to (B)(6) 2017, folic acid, hydromorphone, hyoscyamine from (B)(6) 2011 to (B)(6) 2011, ibuprofen, ketorolac tromethamine (toradol), ketotifen, levonorgestrel (mirena) since january 2016, metronidazole (flagyl), midazolam, olopatadine, olopatadine hydrochloride (patanol) from (B)(6) 2010 to (B)(6) 2011, omeprazole, ondansetron (zofran), oxycodone, pantoprazole-(B)(6) 2017 to august 2017, paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sumatriptan from (B)(6) 2011 to (B)(6) 2012, tamsulosin hydrochloride (flomax) from (B)(6) 2017 to (B)(6) 2018, tamsulosin from (B)(6) 2011 to (B)(6) 2017 and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 23 days after insertion of essure. In december 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full) and surgeries on (B)(6) 2018). Essure was removed on (B)(6) 2019. In april 2018, the genital haemorrhage and pelvic pain had resolved. At the time of the report, the device breakage, device expulsion, uterine perforation, fallopian tube perforation, surgery, vaginal haemorrhage, anxiety and depression outcome was unknown and the abdominal pain, allergy to metals, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, depression, device breakage, device expulsion, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, surgery, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2012 and (B)(6) 2009. As per mr active problem-twins pregnancy- 3 may 2010 / 18 may 2018. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, allergy, breakage, migration, vaginal infection, vaginal. Discharge. Discrepancy noted in iud removal date and additional surgery salpingectomy (bilateral) date. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: triangular calcification projecting over the right renal bed is no longer seen.. Computerised tomogram head - on (B)(6) 2011: no abnormality seen as noted above.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: the micro-insert device in the right appears to be in satisfactory position; on (B)(6) 2010: total bilateral occlusion. Lot number: 654839 manufacturing date: 2009-07 expiration date: 2012-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: myometrium/ migration of essure device location of device: uterus'), device breakage ('device breakage/ right essure was broken'), surgery ('multiple surgeries') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, back pain, hand pain, migraine, tendonitis, conjunctivitis, flank pain, cholecystitis, gallstones, gallbladder removal, stomach pain, stomach pain, abdominal pain, epigastric pain, vomiting, abdominal discomfort, leukocytosis, gastritis, constipation, allergic rhinitis, sciatica, anxiety disorder, vaginal candida, vaginal itching, bloating, belching, nasal congestion, upper respiratory tract infection, pharyngitis, c-section and augmentation mammoplasty. Previously administered products included for an unreported indication: zaditor, amidrine, celexa, antibiotics and percocet. Concurrent conditions included diarrhea, seasonal allergy, itchy eyes, childhood asthma, cervical dysplasia, pulmonary tb, twin pregnancy, flank pain, psychiatric disorder nos, liver disorder, flank pain, kidney stone, painful urination, headache, sneezing, sore throat, paratubal cyst, presbyopia, hyperopia, rectal bleeding, nausea, inflammatory bowel disease, stools watery, bacterial vaginosis, cramp in lower abdomen, rash, allergic reaction, irritable colon, calculus of kidney, dysfunctional uterine bleeding, mastodynia, fatigue, weight loss, joint pain, sweating, nervousness, thyroid disorder, thrombosis, nabothian cyst and gerd. Family history included arthritis (mother). Concomitant products included analgesics, beta-lactamase sensitive penicillins, caffeine;paracetamol (excedrin), ciprofloxacin (cipro), codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenamide;isometheptene;paracetamol (epidrin) from (B)(6) 2009 to (B)(6) 2010, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), diphenhydramine, diphenhydramine hydrochloride, erythromycin, esomeprazole magnesium, esomeprazole from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2008 to (B)(6) 2017, fluticasone propionate (flonase), fluticasone from (B)(6) 2010 to (B)(6) 2017, folic acid, hydromorphone, hyoscyamine from (B)(6) 2011 to (B)(6) 2011, ibuprofen, ketorolac tromethamine (toradol), ketotifen, levonorgestrel (mirena) since january 2016, metronidazole (flagyl), midazolam, olopatadine, olopatadine hydrochloride (patanol) from (B)(6) 2010 to (B)(6) 2011, omeprazole, ondansetron (zofran), oxycodone, pantoprazole-(B)(6) 2017 to august 2017, paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sumatriptan from (B)(6) 2011 to (B)(6) 2012, tamsulosin hydrochloride (flomax) from (B)(6) 2017 to (B)(6) 2018, tamsulosin from (B)(6) 2011 to (B)(6) 2017 and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full) and surgeries on (B)(6) 2018). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, surgery, vaginal haemorrhage, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, allergy to metals, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, surgery, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date-jan-2012 and (B)(6) 2009. As per mr active problem-twins pregnancy- 3 may 2010 / 18 may 2018. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, allergy, breakage, migration, vaginal infection, vaginal. Discharge. Discrepancy noted in iud removal date and additional surgery salpingectomy (biateral) date. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: triangular calcification projecting over the right renal bed is no longer seen.. Computerised tomogram head - on (B)(6) 2011: no abnormality seen as noted above.. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: the micro-insert device in the right appears to be in satisfactory position; on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, depression, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events added - abdominal pain, general abnormal bleeding, vaginal discharge, multiple surgeries. Outcome of the events pelvic pain, menorrhagia,vaginal infection, allergy outcome was updated to "recovered/resolved" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: myometrium/ migration of essure device location of device: uterus') and device breakage ('device breakage/ right essure was broken') in a (B)(6) year old female patient who had essure (batch no. 654839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain, back pain, hand pain, migraine, tendonitis, conjunctivitis, flank pain, cholecystitis, gallstones, gallbladder removal, stomach pain, stomach pain, abdominal pain, epigastric pain, vomiting, abdominal discomfort, leukocytosis, gastritis, constipation, allergic rhinitis, sciatica, anxiety disorder, vaginal candida, vaginal itching, bloating, belching, nasal congestion, upper respiratory tract infection, pharyngitis, c-section and augmentation mammoplasty. Previously administered products included for an unreported indication: zaditor, amidrine, celexa, antibiotics and percocet. Concurrent conditions included diarrhea, seasonal allergy, itchy eyes, childhood asthma, cervical dysplasia, pulmonary tb, twin pregnancy, flank pain, psychiatric disorder nos, liver disorder, flank pain, kidney stone, painful urination, headache, sneezing, sore throat, paratubal cyst, presbyopia, hyperopia, rectal bleeding, nausea, inflammatory bowel disease, stools watery, bacterial vaginosis, cramp in lower abdomen, rash, allergic reaction, irritable colon, calculus of kidney, dysfunctional uterine bleeding, mastodynia, fatigue, weight loss, joint pain, sweating, nervousness, thyroid disorder, thrombosis, nabothian cyst and gerd. Family history included arthritis (mother). Concomitant products included analgesics, beta-lactamase sensitive penicillins, caffeine; paracetamol (excedrin), ciprofloxacin (cipro), codeine phosphate; paracetamol (tylenol with codeine no.3), diclofenamide; isometheptene; paracetamol (epidrin) from (B)(6) 2009 to (B)(6) 2010, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), diphenhydramine, diphenhydramine hydrochloride, erythromycin, esomeprazole magnesium, esomeprazole from (B)(6) 2009 to (B)(6) 2010, ethinylestradiol; ferrous fumarate; norethisterone acetate (microgestin fe), ethinylestradiol; norethisterone acetate (microgestin) from (B)(6) 2008 to (B)(6) 2017, fluticasone propionate (flonase), fluticasone from (B)(6) 2010 to (B)(6) 2017, folic acid, hydromorphone, hyoscyamine from (B)(6) 2011 to (B)(6) 2011, ibuprofen, ketorolac tromethamine (toradol), ketotifen, levonorgestrel (mirena) since (B)(6) 2016, metronidazole (flagyl), midazolam, olopatadine, olopatadine hydrochloride (patanol) from (B)(6) 2010 to (B)(6) 2011, omeprazole, ondansetron (zofran), oxycodone, pantoprazole (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen), paracetamol (tylenol), promethazine, sumatriptan from (B)(6) 2011 to (B)(6) 2012, tamsulosin hydrochloride (flomax) from (B)(6) 2017 to (B)(6) 2018, tamsulosin from (B)(6) 2011 to (B)(6) 2017 and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 23 days after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, pelvic pain, anxiety, depression, menorrhagia, vaginal haemorrhage, vaginal infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2009 as per mr active problem-twins pregnancy (B)(6) 2010 / (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2011: triangular calcification projecting over the right renal bed is no longer seen. Computerised tomogram head on (B)(6) 2011: no abnormality seen as noted above. Hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: the micro-insert device in the right appears to be in satisfactory position; on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, depression, menorrhagia". Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Events added from pfs-depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, nickel allergy, device breakage, migration of essure device location of device: uterus. Reporter information, medical history, concomitant drug, family history, historical drug, events onset date were added. Essure insertion date were updated. Device category changed from device other event to incident. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.